Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03111. Intra-procedural cine images were provided to edwards lifesciences and the following observations and impressions were provided upon review: calcified cusps, the pigtail in place in non-coronary cusp (ncc). Pig tail on ncc, not perfect coplanar view, first valve was a little bit low before deployment. Post valve deployment, the valve was too ventricular and not fully expanded, with aortic regurgitation due to open cells at the annulus. A second valve was implanted with good deployment and good position. The images did not show the balloon burst. The next images show maneuvers to remove the balloon using a lasso. Per the instructions for use (IFU), valve malposition and valve regurgitation are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the placement too ventricular with subsequent regurgitation cannot be confirmed, however, patient factors (severe aortic valve calcification) and procedural factors (coplanar view fair) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported from our affiliates in (B)(6), during a transcarotid tavr procedure by the left carotid artery, there was major calcification on the aortic valve and aortic annulus. Per report, during deployment the valve moved a little with aortic regurgitation (ar). Due to the ar, it was decided to implant a second valve. A 23mm sapien 3 valve was implanted slightly higher in a previously implanted bioprosthetic aortic valve to treat the aortic regurgitation of the 1st valve. The second valve was implanted with good deployment and good position. Review of the intra-procedural images provided by the facility revealed that the first valve implanted was a 23mm sapien 3 valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.